Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment. The blood glucose reading was 455mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The reliability analysis inspected 1 sealed reservoir expired on march 2015. Analysis is not required. Evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none found. Ran occlusion test per dop 114 811 as follows reservoir filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 7xx pump. Performed infusion set and catheter tip. It was concluded that the reservoir was not occluded and not leaking.